Event description:
It was reported patient underwent an anterior cervical fusion on (B)(6) 2013 and was implanted with ti vectra plate constructs. Reportedly the patient experienced discomfort around the implant site. Patient requested the material composition and wants to see if it may be a reaction to the implant. This is report 1 of 3 (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The end user was contacted by a representative of the synthes engineering department on (B)(6) 2014 during the conversation the user requested the material composition of the implanted parts. The engineer sent the end user the requested information on (B)(6) 2014 for the synthes plates and screws used in the vectra system and a breakdown of the alloy composition.